Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited therapy still available. Boston scientific technical services (ts) asked the healthcare provider (hcp) if the patient was undergoing radiation treatments or if they had any recent medical procedures and the hcp indicated they have not. (Technical services) ts provided guidance that the device is recommended to be replaced as soon as possible. Subsequently, this device was explanted and replaced the following day. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited therapy still available. Boston scientific technical services (ts) asked the healthcare provider (hcp) if the patient was undergoing radiation treatments or if they had any recent medical procedures and the hcp indicated they have not. Ts provided guidance that the device is recommended to be replaced as soon as possible. Subsequently, this device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.